Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to report back if any issues arise.